Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that he was experiencing jolting when using certain programming. The device was found to have impedances over 40000 on all contacts and there were five contacts showing do not use. The programming was changed to contacts not near the unusable contacts which took care of the jolting sensation, but the patient was now getting less relief. The patient was going to discuss lead replacement with a surgeon. Surgical intervention was planned but had not been scheduled. The issue was not resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the issues had not been determined. The patient had a consult with a surgeon to get a surgical lead replacement. The rep reported that the jolting resoled with certain programming, but the impedance issue still remained. No further complications were reported.